Manufacturer narrative:
Lot and serial number of the disposable device not provided by the complainant, therefore the expiration date is not known. The device is not being returned therefore, a failure analysis of the complaint device cannot be completed. Lot number of the disposable device not provided by the complainant, therefore the manufacture date is not known. Device history record (DHR) review was unable to be conducted for the disposable device as the identification numbers were not provided by the complainant. (B)(4).

Event description:
It was reported the physician performed a novasure endometrial ablation on (B)(6) 2016 and the patient was discharged home. The patient reported to the emergency room (ER) on (B)(6) 2016 and a laparoscopy was performed which revealed a "small perforation in the bowel and a white dot on the uterus". The physician resected the bowel and the patient was admitted into the hospital. The patient was discharged on (B)(6) 2016. We have been unable to obtain additional information surrounding this event.